Manufacturer narrative:
Block b3 date of event: date of event was approximated to february 23, 2021, the implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a tension-free vaginal tape (tvt) mid-urethral sling + cystourethroscopy procedure performed on (B)(6) 2021. Postoperative findings showed normal bladder and urethra. Visit diagnosis included corpus luteum cyst hemorrhage and female pelvic pain. The procedure was completed with no complications reported. As reported by the patient's attorney, the patient experienced an unknown injury.